Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The nurse reported via phone call that the insulin pump was damaged. The nurse stated there were cracks present along the side of the insulin pump. Customer also reported receiving no delivery alarms and experiencing high blood glucose after. Customer's blood glucose was 131 mg/dl. The customer also reported they were able to deliver insulin at the time of the call, but there were was no readings available. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.